Event description:
Consumer alleges she is having trouble with her scooter. She says she rides it for a little way down the sidewalk and it stops. She stated after she lets it sit for a while it will start back up.

Manufacturer narrative:
(B)(4).

Event description:
Consumer alleges, she is having trouble with her scooter. She says she rides it for a little way down the sidewalk and it stops. She stated after she lets it sit for a while it will start back up.